Manufacturer narrative:
Submit date: 5/10/2018. The incident sample has been requested but to date has not been received at the manufacturing site for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports: a hair was identified in one (1) syringe 12 ml sterile monoject syringe.

Manufacturer narrative:
Submission date: (B)(6) 2018. An investigation was performed for the reported customer complaint: ¿the customer reports: a hair was identified in one (1) syringe 12 ml sterile monoject syringe. There is no patient involved in this event.¿ a review of the device history record (DHR) for lot no. 1729690664 indicated the product was released meeting all quality standards. All dhrs are reviewed for accuracy prior to product release. In-process procedures are also in place to prevent nonconforming product in the manufacturing process. This ensures components and finished products meet all quality inspection standards. These controls include, but are not limited to: material verification/certification processes, dimensional specifications, statistical samplings, periodic audits, process inspections, machine maintenance/operation and personnel training and certification. A sample without original packaging or identified lot number was returned for evaluation. Visual inspection observed hair contamination in the syringe. The 12ml syringe, luer lock, p5m6k-080, printed, is manufactured by an external supplier. The processing site operations consist only of the assembly (pick and place) into the operation tray. The condition reported did not occur during the assembly manufacturing process. A CAPA is currently open to investigate the reported issue. A scar is currently open to determine the root cause and implement the appropriated corrective action(s). The reported customer complaint is confirmed. A root cause could not be determined. This complaint will be utilized for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.